Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0q6g6, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was moving around and floating in the pocket site. It was going higher up and the patient had a lot of pain. It was unknown if the ins was sutured originally. No trauma or falls were reported. An ins revision was done on (B)(6) 2015 and the ins was pushed farther down to where it was in the pocket. The doctor left the existing leads on the right side, but they were inactive and the new active leads were on the left side. The patient hadn't been discharged from the hospital yet. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.